Event description:
Treatment of an avm. It was reported during onyx injection, there was an abnormal amount of onyx reflux at the distal tip of the catheter as it had ruptured. After 35-40 minutes of onyx injection, the catheter was retrieved and an onyx cast was observed embolized in the proximal part of the vessel. No pt injury reported.

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approximately 15.8 cm from the distal tip. The catheter exhibited evidence of being stretched during use in the distal tip section and the distal marker band was missing. The catheter appears to have ruptured during onyx delivery due to over-pressurization as a result of an occlusion within the catheter. The tip of the catheter most likely became embedded in the onyx reflux and the tip (including marker band) of the catheter separated when the catheter was removed. Result: catheter rupture.